Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-05892. It was reported that stent damage occurred. The target lesion was located in the tibial artery. Two 32 x 4.50 rebel stents were deployed to treat the long lesion. However, it was noted that the first stent had elongated in the artery. While attempting to fix the elongated stent, the second stent was affected by the elongation and it was noted to be deformed. Another stent was then used to cover both damaged stents and the procedure was completed. No patient complications were reported and the patient's status was fine.